Event description:
I came on to my shift, and noticed tpn tubing was leaking through lower port of tubing onto isolette. The tpn was dripping out of the port. The drainage was about the size of a quarter. I changed the full setting of tubing after noticing this. Manufacturer response for IV tubing, IV tubing (per site reporter). [Redacted date] - baxter emailed; RMA/mailer requested.